Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the remote monitoring network report listed an implantable cardiac monitor (icm) electrocardiogram (ECG) episode with a pause length of three seconds; however, the ECG plot listed pause lengths of more than twenty-five seconds, which could be misleading. The physician proposed to extend the delineation of the pause ECG up to approximately six seconds. The network remains in use. No patient complications have been reported as a result of this event. It was further reported, following the completed complaint investigation of the remote monitor, that the icm had experienced an issue determining the length of pause episodes.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.